Manufacturer narrative:
Device not returned.

Event description:
Reportedly pt expired in 2007, after an implant of approx 3 months. The reason for the pt's demise is unknown. Several attempts were made to obtain additional info concerning the reported event and the status of the device. No info was forthcoming.